Manufacturer narrative:
On (B)(6) 2015 - pending laboratory results of retains.

Event description:
On (B)(6) 2015 the end user reported that the device peeled off the skin from his nose when he removed it.

Manufacturer narrative:
Device evaluated by manufacturer - evaluation of a representative sample of the related medical device is summarized.